Event description:
It was reported that the force sensor error occurred. No patient injury was reported.

Manufacturer narrative:
Unique identifier is unknown. No information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The device history report (DHR) is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. The tamper seals were removed/broken. The device had a broken top case( rear left corner) and cracked right plunger case. Motor not running was observed in the event history log (ehl). The technician checked force sensor to see if it was in specification, ran motor drive and occlusion test. Force sensor was in specification, however, encountered "motor not running" which was found multiple times in ehl. The root cause for the reported issue was found to be that the customer misassemble. Screws were in wrong places and position pot tab tightened too tight. The technician rebuilt drive train, replaced worm coupling (metal to teflon), replaced worm gear, replaced leadscrew (metal to teflon) and replaced right and left clutch halves.